Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approx two weeks post-implant, the surgeon made a decision to exchange the lvad; reason for the device exchange not provided to the MFR.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. The explanted device was returned to the MFR for eval, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.